Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 900 mg/dl at the time of incident. The customer also reported the tubing came out of their insulin pump's cap. Customer declined assistance for their high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.